Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant the right ventricular (rv) lead started to show rising threshold. The threshold eventually became high and unstable. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.